Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  There were sample clot detection, sample short, and abnormal aspiration errors present on the day of the issue. These are indicators of possible poor sample quality. As the qc recovery was acceptable, there was no indication for a performance issue of reagent or instrument. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable elecsys tsh assay result for one patient from the cobas e 801 analytical unit. The initial result was 0.0103 uiu/mi and the repeat result was 3.52 uiu/ml. The repeat result was believed to be correct as it matched "the clinics of the patient". The questionable result was not reported outside of the laboratory. The reagent lot number was 49650203 with an expiration date of 31-jan-2022.